Event description:
It was reported that during the initial implant procedure, after positioning the right ventricle (rv) lead, the helix was extended and the helix locking tool was connected to the lead, however, the helix partially retracted with the helix locking tool still engaged. The physician extend the helix again and the rv lead was successfully implanted. The helix was tested prior to introducing the rv lead into the body of the patient and no anomaly was noted prior to insertion. The patient was in stable condition.